Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm 3300tfx aortic valve was disabled after an implant duration of eight years, five months due to severe aortic stenosis. The tavr procedure was completed with a 20mm 9755rsl transcatheter valve without incident.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary (B)(4), rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(4), rev m, and (B)(4), rev o, a CAPA/scar/pra is not required as there is no confirmed product or labeling nonconformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (component code, clinical code, device code, and type of investigation)

Event description:
It was reported that a 23mm 3300tfx aortic valve was disabled after an implant duration of eight years, five months due to severe aortic stenosis. The patient presented with shortness of breath. The tavr procedure was completed with a 20mm 9755rsl transcatheter valve without incident and patient was stable at the end of the procedure.